Manufacturer narrative:
A partial lead with the connector pin measuring 18.2cm was returned for analysis. External insulation abrasion was noted at 12.5-13.1cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
New information received indicated that based on fluoroscopy image no externalized conductor was seen.

Event description:
It was reported that the physician requested a device check after one therapy was aborted for vf. Review of stored egms revealed noise episodes on the rv lead which were detected as vf and led to charging of the device. The episode was aborted when the noise stopped and the rhythm was interpreted as return to sinus. The noise was reproduced in clinic with arm movement. All electrical parameters were in range. Lead was capped and replaced. During the procedure, an insulation anomaly, suspected to be externalized conductor, was noted on the lead. The patient was in recovery and doing well post-op.